Event description:
The customer previously received a replacement terminal server, however after a few days, this unit is not communicating and the only light on is the "ok" light. The customer has to power cycle it to restore operation. Replacing under warranty. This might result in a temporary inability to centrally monitor patients, if wireless capability of the bedside monitors was unavailable. There was no report of any patient harm as a result of the reported events. The customer did not provide any patients information.

Manufacturer narrative:
This is a combination of multiple complaints. The customer said that they were having issues with their terminal server (reported per 3023750-2013-00078). A replacement was ordered and installed. This worked for a few days then also had issues, requiring a reboot (reported per 3023750-2013-00081). Upon receiving a third complaint (reported here) welch allyn sent a replacement for the replacement and installed it. Since this unit was installed, there have been no further complaints. A terminal server is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Remote evaluation.